Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to a stroke. The patient was at home with family and had a sudden onset of unspecified stroke symptoms. The device was operating as expected at the time of the event. It was reported that in (B)(6) 2015 the patient had experienced an elevated lactate dehydrogenase (ldh) level to around 2000 u/l but with no signs or symptoms of hemolysis. The elevated ldh self-resolved and was never an issue again. No further information was provided.